Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, quality engineering performed evaluation, and it was determined that the components of the device had corrosion/rusting/pitting and a calibrated caliper was used in place of the gauge. It was further observed that the device was frozen/would not move. It was further determined that the device failed pretest for check for free movement and check oscillation frequency with frequency meter. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported that the reciprocating saw attachment device was worn out. During in-house engineering evaluation, it was observed that the device was frozen/would not move. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.